Event description:
During an unknown procedure, it was reported the customer wrote on the box the ez35w misfired, did not cut, and sprayed staples across the pelvis. Pt consequence unknown at this time.

Manufacturer narrative:
Visual inspections and results: lockout position: fired; cartridge condition: fully fired; cartridge return batch number: em0146; instrument number: 691. Functional tests and results: condition of firing trigger lockout: good; condition of pinion gear: good; condition of short rack: good; condition of yoke: good; test cartridge batch # j00k0w. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "misfired" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design spec. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and confirming to design specs. The experienced the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly.